Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0401 captures the reportable event of catheter break. Imdrf impact code f1001 is being used to capture the reportable issue of the aborted/canceled procedure. Imdrf impact code f23 is being used to capture the reportable issue of unexpected medical intervention. Block h10: investigation results: the returned hurricane rx dilatation balloons was analyzed, and a visual examination found the catheter of the device was peeled. Functional analysis was performed, and the balloon was not able to be inflated due to an occlusion, probably caused by dry contrast media. Microscopic analysis was performed and found the catheter of the device was peeled. The balloon did not show any possible rupture. Media inspection of the two pictures provided by the customer found it was possible to observe that the balloon inside the patient. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of balloon burst and catheter break were not confirmed. The catheter of the device was found peeled but not separated or broken. The device returned with the catheter occluded, probably caused by dry contrast media, restricting the device functionality to be tested. The device condition could have occurred due to the reported adversities faced during the stone removal with the balloon used. Cause not established was selected as the most probable cause for this event as the analysis did not identify any evidence of the alleged conditions of the device. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon burst during dilatation and the catheter of the device also broke into two separate pieces and detached outside the papilla. The catheter and balloon were stuck in the pancreatic duct with a stone. Stone removal using ercp with lithotripsy was attempted unsuccessfully. The stone, a piece of the catheter and the balloon remain in the patient and were not retrieved. The procedure was not completed. The customer reported that the physician plans to remove the detached device components with another ercp with laser lithotripsy. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noted that the balloon burst during dilatation and the catheter of the device also broke into two separate pieces and detached outside the papilla. The catheter and balloon were stuck in the pancreatic duct with a stone. Stone removal using ercp with lithotripsy was attempted unsuccessfully. The stone, a piece of the catheter and the balloon remain in the patient and were not retrieved. The procedure was not completed. The customer reported that the physician plans to remove the detached device components with another ercp with laser lithotripsy. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0401 captures the reportable event of catheter break. Imdrf impact code f1001 is being used to capture the reportable issue of the aborted/canceled procedure. Imdrf impact code f23 is being used to capture the reportable issue of unexpected medical intervention.